Event description:
The facility reported a fail code 812:02. Information was not provided regarding whether or not the failure occurred during an infusion. Although baxter attempted to obtain information, details were not available reagarding additional contact information. The hospital available regarding additional contact information. The hospital representative did not have information regarding whether there have been any reports of any patient injury or medical intervention.

Manufacturer narrative:
The reported condition of fail code 812:02 was confirmed. Typically, this failure is associated with the shuttle motor gearbox.